Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the clinician presented the biomedical engineer with an external pulse generator (epg) that displayed an error message. Technical support (ts) noted that the error is a self-test error. The caller cleared the error when the battery was removed. The biomedical engineer forced a self-test error by pressing a key when the device was powered on and the error was cleared again by removing and replacing the battery. The caller powered the device several times without the error appearing. Epg was restored to service. There was no patient involvement.